Manufacturer narrative:
(B)(4). Device evaluation: the report they received a blue bullseye and the catheter was in the right ventricle was not confirmed. Returned by the customer was the patient procedure data set. No console was returned for evaluation. A copy of the x-ray was not provided. A vps senior algorithm scientist performed a review of the patient data set. The senior algorithm scientist observed: the clinician did not follow the operation guideline. To begin the placement procedure, the catheter/stylet assembly has to be placed slightly beyond the end of the catheter introducer sheath into the vasculature and press the start button. However, the clinician pressed the start button when the catheter/stylet assembly was placed around the top of the svc. The patient had v-tach at 67 sec for about 18 seconds but the clinician continued the placement procedure. Throughout the two placement procedures, there was no sign of ventricular rhythm. If the stylet was placed near or in the ventricle, the qrs complex morphology had to be changed. Both final seconds of data file show that the catheter tip was placed near the caj. The senior algorithm scientist concluded based on the dataset provided the outcome may be due to catheter movement after the stylet placement using the vps system. Other remarks: a device history record review for unit (B)(4) was performed and no evidence was found to indicate a manufacturing related cause. Operational context caused or contributed to this event because the outcome may be due to catheter movement after the stylet placement using the vps system. An in service was requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a two lumen catheter was being placed into the right basilic 1.4cm vessel with the use of vps. Patient was febrile and had tachycardia. During insertion they had no threading issues. The clinician turned on the vps unit when she believed she was at the correct location and about to drop into the svc. She received a steady blue bullseye, worked to settle the PICC when the patient went into v-tach. They pulled back and cut the PICC then reinserted to the same spot. Final PICC length was 41cm. They received a blue bullseye and performed a chest x-ray to confirm tip location. X-ray revealed the catheter was in the right ventricle. As a result, they pulled the PICC back to the correct location. There was a delay in treatment and no patient death or complications reported.